Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced hypoglycemia after a usual meal announcement followed by a large carbohydrate dinner, with continuous glucose monitor readings as low as 39 mg/dl and subsequent self-treatment with oral carbohydrates including candies and a sandwich; a confirmatory fingerstick later read 100¿113 mg/dl. Symptoms included hypoglycemia. Outcomes included the need for oral glucose treatment and additional user training. Investigation included a review of user-reported event details and referral for clinical support. Investigation of this case revealed no device malfunction reported and suggested potential dosing mismatch related to meal announcement timing and carbohydrate content. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.